Event description:
It was reported that the leads migrated laterally which was confirmed with imaging. The patient underwent a lead replacement procedure and there were no reported complications postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5004141. UDI: (B)(4).